Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup vvi operation. It was noted that the device had been exposed to therapeutic radiation therapy. After user download; normal device function resumed. There were no consequences to the patient. The patient was doing well post event.